Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that an rx locking device biopsy cap was used during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(4) 2020 . According to the complainant, during set up, they puncture the cap and noticed that the sponge got detached and was lodged into the working channel. A water soluble lubricant was applied to the rx locking device biopsy cap prior to use. They were able to remove the sponge from the scope channel using a pair of forceps. The procedure was completed with another rx locking device biopsy cap. There were no patient complications reported as a result of this event.